Event description:
Customer reportedly tested 268mg/dl at 9:30pm and was found unconscious 30 minutes later. Paramedics were called and tested customer at 50mg/dl on their device. Customer was taken to the hospital and given food. Customer stores strips outside the original container while labeling advises to use the test strip within 3 minutes of removal from strip vial. Requested return of suspect system and replacement was sent. Incident occurred in the home.